Event description:
The patient experienced no stimulation sensation after vomiting. Reprogramming was unsuccessful in returning stimulation. The external neurostimulator was replaced with a rechargeable implantable neurostimulator.